Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per clinical study that on (B)(6) 2018, the patient underwent kyphoplasty at l1. Intra-op, cement extravasation occurred at intravascular region. Cement volume implanted was 3cc. The cement did not extrude more than 15mm; and cement extravasation was not determined to be clinically significant by the investigator. Sponsor assessment determined the event to be related to the procedure; and not related to any of the devices. The outcome of the event was not reported.